Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that implant vial cap broken. When the implant container was removed from the case, the cap (green) was cracked.

Manufacturer narrative:
Zimvie did not receive one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1257510. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257510 for similar events and one other complaint was identified ((B)(4)). The customer did submit images for the reported event. Images show the reported broken green caps. The failure mode of fractured caps on the tsv, tm, 3.1, and tsx packaging is found to be a delayed defect occurring at random outside zimvie's control. Following the supply chain of components, production, and transportation to multiple zimvie sites and eventual distribution across the world, there was no commonality between the lots that resulted in units with fractured caps and lots that yielded no fractured caps. The most probable conclusion is that the external factors such as temperature during transportation are contributing factors to the stress on the cap. Therefore, based on the available information, a device malfunction did occur. The caps were observed to be cracked in the provided photos. The coob has been confirmed. This is an ongoing issue which is currently being monitored. (B)(4) (pbg) and (B)(4) (vlc), hhed-2023-00023 / hhe-2023-00021 and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, reported malfunction did occur, and the reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual inspection was performed. Complaint was reopened since the product was returned for evaluation. The returned implant packaging / vial was identified as reported; however, the implant's outer vial green cap was observed cracked / damaged, and the tamper seal / ring was intact. The reported coob complaint was confirmed. See pictures attached. DHR review was completed for the subject lot number 1257510. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257510 for similar events and one other complaint was identified (B)(4). The customer did submit images for the reported event. Images show the reported broken green caps. The failure mode of fractured caps on the tsv, tm, 3.1, and tsx packaging is found to be a delayed defect occurring at random outside zimvie's control. Following the supply chain of components, production, and transportation to multiple zimvie sites and eventual distribution across the world, there was no commonality between the lots that resulted in units with fractured caps and lots that yielded no fractured caps. The most probable conclusion is that the external factors such as temperature during transportation are contributing factors to the stress on the cap. Therefore, based on the available information, a device malfunction did occur. The caps were observed to be cracked in the provided photos. The coob has been confirmed. This is an ongoing issue which is currently being monitored. Nc-000849-2024 (pbg) and nc-001012-2024 (vlc), hhed-2023-00023 / hhe-2023-00021 and CAPA-000227-2024 have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.